Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 46-year-old female patient on an impella cp for mechanical circulatory support. While on support, the patient developed a small hematoma at the insertion site, however, it was noted as being stable. Additionally, the patient¿s right leg (impella leg) was unable to palpate pulses. The patient¿s bilateral lower extremities demonstrated mottled coloring and were cool. The patient was escalated to the impella 5.5.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.